Event description:
It was reported that a patient presented remotely via merlin.net. Upon examination of the transmission, the patient's implantable cardioverter defibrillator was found to have exhibited far r-wave over-sensing. Corrective programming changes were recommended but were not yet reported to have been made. The patient was stable throughout.